Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, oil stain adheres to the inside of the cap, and the cap was slightly crushed and deformed, so the inner diameter was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the disposable distal attachment cap fell off inside the body of the patient. It was reported that the cap was attached to the scope and the hood originally entered the operation part for couple of millimeters but was in a state of being pushed back. The attachment was immediately collected, and the procedure was completed with the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the reported event occurred due to the effect of lubricant adhered inside of the subject attachment device. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ¿ do not use vaseline (or any lubricant that contains petroleum jelly), olive oil, alcohol, or the xylocain spray to lubricate the instrument. Doing so could cause equipment damage, or cause the instrument to fall off of the endoscope inside the patient. ¿ be sure to wipe away any excess lubricant before mounting the instrument, and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage. ·if you encounter strong resistance when mounting the instrument on the endoscope, apply a water-soluble lubricant to the endoscope attachment section. Olympus will continue to monitor the field performance of this device.